Event description:
It was reported that a home patient (hp) experienced a re-use of single use supplies on the homechoice (hc) device, during priming. The hp was not connected at the time of the event. The technical service representative (tsr) reviewed proper procedures with the hp. The tsr assisted the hp with ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2014, the patient experienced a re-use of single-use supplies. The device was not returned; therefore, a device analysis could not be completed. Re-use of single use supplies is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.